Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06815 & 006823).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges elevated metal ion levels, pain and difficulty walking. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, a revision has been indicated allegedly due to elevated metal ion levels, pain and difficulty walking, however, no revision procedure has been reported to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.